Event description:
It was reported that the customer had a threshold suspend alarm. Customer's blood glucose level was 165 mg/dl. Customer's sensor glucose reading went down to 54 mg/dl. Customer received a cal error. It was explained that there might have been pressure at site. Customer was advised to make sure the insulin in the vial is room temperature. No further assistance provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.